Event description:
It was reported that the pt underwent a sling procedure in 2004. One week post-operatively the pt began having leg pain and fasciculation. The pt is also experiencing left sided gait difficulty. The pt has seen a neurologist who diagnosed the etiology as obturator and left posterior cutaneous nerve injury. Pt will see a physiatrist for evaluation soon which will include an emg.